Event description:
Reported overinfusion of dilaudid. The initial order from the doctor was given as: dilaudid, res vol 100 ml, conc 50mg/ml, rate 15mg/h, dose 5mg q 60min. On event date at 1000am in 2001 - initial setup at hospital - pump hooked up. At 1200pm, pt nauseated, given anti-nausea, sent home. At 4:00pm pt still ill, called dr. Dr ordered discontinued use of pump, nurse sent to pt home, observed the pump programming to be: res vol 48ml, conc 2mg/ml, rate 15mg/h, dose 5mg q 60min. Pt discontinued own therapy, as the pt was developing blurred vision, but was not re-admitted to the hospital after the incident occurred. No intervention was necessary. The reporter acknowledges this was a programming error. The reporter wants the pump checked to make sure it can be programmed correctly and that it will not change programs. The reporter states that 50mg/ml is a common concentration for dilaudid for the facility.